Manufacturer narrative:
The reported event of charge time out was confirmed in the lab. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. Upon interrogation the implantable cardioverter defibrillator presented an alert for capacitor charge timeout. The device was explanted and replaced. The patient was in stable condition following the procedure.